Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-may-2022, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) deleted a program because one of their two leads in their back was broken.  The patient stated that the program that used the broken electrodes was deleted by the rep without the rep speaking to the patient first. The patient wanted to know if they were allowed to use programs that were programmed to go through a broken lead. Patient services (pss) reviewed with the patient that even if the therapy was programmed through to the broken lead, that the therapy wouldn't be delivered. The patient stated that they had three programs running at the same time and that they did get the therapy and were feeling the stimulation, however error message settings not available would display. The patient stated that the error message starting appearing a couple days before contacting the rep or somewhere around that time. The patient stated that the message was annoying, however they would just have to turn off a program and then make adjustments and turn the program back on to get around the error message. The patient stated that the rep gave them a bunch of options to try, however so far all of the options that were given to them were not working as well as the programming that they had before. Pss suggested that the patient follow-up with hcp to see if programming was in a medical record; patient stated that hcp did not have that information. The patient stated that the program was the reason that they could literally walk. The patient stated that likely the lead had scar tissue surrounding it. The patient stated that they could feel the therapy up to 13.  Pss redirected patient again to hcp to further discuss and attempt to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(6), product type: lead, product ID: 977a260, serial#: (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the manufacturer representative, regarding the patient. The cause of the oor electrode was not determined. The electrode and oor electrode was considered, as the probable cause. Pt was seen in the clinic and reprogrammed. Pt was given multiple programming options. Unable to get pt weight.